Event description:
According to the reporter: the patient had undergone an open ortho spine procedure. The suture was used for the closure. There was redness around the incision post operatively. There was no infection and the patient was not treated for an infection. The patient outcome is alive, no injury.